Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed pacing impedance measurements greater than 2000 ohms and high thresholds. The patient was seen for a revision procedure where the lead was explanted; the device remains in service. There were no adverse patient effects.